Event description:
The customer reported that, during reprocessing, the biopsy tube on the scope was clogged with a foreign material that could not be removed by the user. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported issue. The brush could be inserted into the biopsy tube freely and normally. Service did find the biopsy tube was leaking at the bending section due to perforation caused by handling issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: ·the brush did not pass through due to kinked biopsy channel, or foreign material adhered to the biopsy channel interior due to insufficient reprocessing. ·foreign material adhered to the biopsy channel interior due to insufficient reprocessing after the previous use. ·staff of the user facility was insufficiently trained on device handling in accordance with instructions for use (IFU). The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "precleaning the endoscope and accessories states on immediate precleaning after procedure in order to prevent adherent of dirt." "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.